Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead exhibited pacing impedances greater than 2,500 ohms, high thresholds, noise, and oversensing that led to inappropriate shocks. A revision procedure was performed; the lead was removed and successfully replaced. The explanted lead was returned for analysis. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed that the distal shocking coil was stretched at the distal end and the insulation underneath was torn, likely due to extraction damage. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, indicating that the lead was electrically continuous, no fracture confirmed. The clinical observations could not be confirmed during detailed laboratory analysis.